Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx bent and broke. This occurred on 4 occasions during use. The following information was provided by the initial reporter: the needle became easy to bent/broken after changed from micro fine plus to micro fine pro.

Manufacturer narrative:
Investigation: two open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on both samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx bent and broke. This occurred on 4 occasions during use. The following information was provided by the initial reporter: the needle became easy to bent/broken after changed from micro fine plus to micro fine pro.